Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the process, and confirmed the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if any malfunction code reappeared.